Event description:
Add'l info received 9/01/99: the implantable cardioverter defibrillator (ICD) remains in service, and has not been returned to MFR. The ICD was implanted on 1/26/99. The pt complained of tenderness and pressure at the ICD site on 2/8/99, and clinical observation determined a hematoma was present. The hematoma was evacuated at that time. The pt complained of pain at the ICD site on 2/14/99, and the clinic continued analgesic. Further investigation determined that the ICD is functioning normally, the observed pain was muscular, and there was no evidence of infection. There have been no further complaints regarding this ICD, which remains in service.